Manufacturer narrative:
Evaluation: results: the ipg was received with extraction marks on the header assembly. The header was clear and intact. Minor damage from extraction was found at the junction of the cover and header below channels 4 and 5. The cover and can were free of damage. The ipg communicated normally with lab equipment and performer. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05856. It was reported the patient was no longer receiving adequate coverage. An impedance check was performed and revealed invalid contacts. A fracture was found when the doctor removed the patient's lead. The lead was replaced along with the patient's ipg. Stimulation and coverage were regained post-op.